Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, d9, h6, a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 28-nov-2022 to 27- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3, pocket b1 cubie lid failed to open due to broken latch. The field service engineer assisted the technician to remove the cubie and reload the medication to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system main drawer 3, pocket b1 cubie lid did not open, preventing the user from accessing the patient's medication. However, the customer indicated that there was no delay to patient care. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medstation es system main drawer 3, pocket b1 cubie lid did not open, preventing the user from accessing the patient's medication. However, the customer indicated that there was no delay to patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie had a broken latch. A field service engineer assisted technician to remove cubie and reload medication to resolve. The system functioned as intended after the field service engineer troubleshooted the device.